Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-14389.

Manufacturer narrative:
Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the information provided, the root cause for event remains indeterminable. However, it is likely that patient co-morbidities or pre-existing valvular disease process contributed to the event. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported the patient underwent tavr in the aortic position via the carotid approach for a failed sapien valve implanted for 6 years and 6 months. The sapien valve failed due to as, ai, mg 78mmh, and mild calcification within the valve. During the procedure, a cutdown was performed to gain access. Upon full inflation of the 23mm certitude delivery system, the balloon ruptured when it was at full inflation and the physician was not able to withdraw the delivery system fully back into the 21f certitude sheath. A bav was not performed. The device was caught on the distal balloon shoulders (the blue plastic 3 prongs) catching on the end of the certitude sheath. There was no retained volume in the balloon. The system and sheath were pulled out as one unit and the carotid artery cutdown was closed. There was no damage to the sheath. The 23 s3 ultra was successfully implanted within the sapien 26mm valve and the patient is stable.